Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave, intra-aortic balloon pump (iabp) turning on the device indicates an internal error and an error was detected in pim. No harm.

Event description:
It was reported that during routine inspection into the cardiosave intra-aortic balloon pump (iabp) a leak was detected in the pim (pharmaceutical imaging device). There was no patient was involved.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, e1(initial reporter name, event site telephone, event site email), g3, g6, h2, h3, h6(type of investigation, medical device ¿ problem code, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure. To remediate this, the fse replaced the pim. The unit passed all functional and safety tests as per manufacturer's specification.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site name and event site address).

Event description:
N/a.